Event description:
Failure to alarm: patient had dressing applied, but had leaking on upper portion of dressing. According to patient and nurse, suction was lost and dressing was not compressed. No alarm on pump.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium with soft port. Smith & nephew received the above reported complaint for functional. No samples, pictures were provided for evaluation; however, the kit lot number was provided. Complaint indicates that dressing was leaking; however, it is not clear if it was an air leak or a fluid (exudate) leak. A possible root cause for dressing not compressed is that in the normal operation of the soft port, the dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system (partial occlusion of fluid handling pathway). Regarding pump not alarming, these are triggered by responses to air flow into pump and/or failure to sustain pressure differentials based on user pressure setting and delivered pressure. An alarm to an obstruction follows a pump response that correlates to a decrease in leak air flow (at or below 0.05 l/min) in system connections within a period of time in the range of 2-3 minutes. The limits for the leak to prevent false blockage are controlled through a feature called clp (controlled leak pathway). The system normally operates with a controlled amount of leak at 0.08 l/min that helps discern when an occlusion occurs between the pump and its location in system. It also contributes to determine variation on the stability of pump motor in response to a pressure differential between the pressure setting selected and the one obtained at gauge. The location of the clp relative to wound opening is important as it allows air to flow through the entire length of the system. In this circumstance, the pump maintained negative pressure as reported, and canister was receiving a smaller volume due to partial occlusion in soft port. This is confirmed by the complaint description where it indicates that a new dressing was applied without further problems. The instructions for use (IFU) indicates to monitor the dressings regularly to ensure therapeutic treatment. The complaint is deemed unconfirmed. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings, which may impact alarm functionality.